Manufacturer narrative:
Please note this date is based off of the article¿s publication date as the specific event date was not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. (B)(4).

Event description:
Park, h.r., lee, j.m., ehm, g., yang, h-j., song, i.h., lim, y.h., kim, m-r., kim, k.r., lee, w-w., kim, y.e., hwang, j.h., shin, c.w., park, h., kim, j.w., kim, h-j., kim, c., kim, d.g., jeon, b.w., paek, s.h. Long-term clinical outcome of internal globus pallidus deep brain stimulation for dystonia. Plos one. 2016;11(1):e0146644. Doi: doi:10.1371/journal.pone.0146644. Summary: gpi (internal globus pallidus) dbs (deep brain stimulation) is recognized as a safe, reliable, reversible and adjustable treatment in patients with medically refractory dystonia. This report describes the long-term clinical out come of 36 patients implanted with gpi dbs at the neurosurgery department of seoul national university hospital. Reported events: one male patient with medically refractory dystonia who was to be implanted with globus pallidus internus (gpi) deep brain stimulation (dbs) reportedly ¿had a history of failed surgery due to intracranial hemorrhage (ich).¿ during lead implantation, the patient experienced ¿ich of the basal ganglia¿ and the procedure was stopped. The patient ¿developed new neurological deficits such as hemiparesis and facial palsy, but the symptoms resolved after conservative management and physical rehabilitation.¿ one year after the incident, ¿dbs implantation was performed and his dystonic symptoms almost disappeared.¿ additional information has been requested regarding patient/device info, event dates, clarification on the information provided, and for additional missing required fields; a supplemental report will be filed if additional information is received.